Event description:
The reporter stated that the tubing became detached from the luer on use. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
The sub assembly in question is a yellow guide-stripe, and is manufactured by smiths medical. This assembly is incorporated into the finished product (sx580407) by another co. The finished product is further assembled, packaged, and sterlized by another co. Visual inspection shows that the tubing had been only partially inserted into the male luer lock. The tubing size was within specification. It is possible that the issue is due to misalignment during the assembly process or lack of solvent. The rptr was able to confirm the issue and determine a possible cause. This issue is being reviewed with the mfg mgr. This is the only reported issue of this type in the complaint database for this product code. No add'l action is necessary at this time. Rptr considers this MDR closed with this report.